Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the customer cleared the alert and successfully resumed insulin. Additionally, it was reported that the customer's sleep mode on the control iq software did not start automatically. There was no reported adverse impact to customer's blood glucose level. Although requested by tandem technical support, the customer declined to upload pump data for review. Reportedly, the customer continued to use the pump for insulin therapy.